Manufacturer narrative:
Despite attempts, no further information could be obtained. Should additional information become available, this event will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure, this chronic right ventricular lead was surgically abandoned due to an unknown lead issue. No adverse patient effects were reported.